Event description:
The ocd field engineer informed the ocd technical support center that the ortho provue analyzer graded a negative result as weak positive in the mts abd/abd gel card. The customer indicated that the testing was for donor confirmation and verified that no erroneous test results were reported.

Manufacturer narrative:
The fe was on site and identified the gel camera was reading at too high of an angle. The gripper was intermittently not holding cards in the read area properly. Repairs have returned the analyzer to expected operation.